Event description:
It was reported per field service report: pump on pt. Pump less than 12 months old. Symptom - pump had several repeated purge failure alarms. Findings/actions taken: replaced pneumatic control switch (pcs) assembly.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.